Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, curved rubber scratched, adhesive part of the objective lens came off, image disappearance occurs in the image at the time of angle, curved tube crushed, bending angle insufficient due to elongation of the angle wire, curved rubber adhesive missing, operating part angle fixing part loose, scratches found on operation part, scratches found on the grip, scratches on the angle lever, scratches found on the right/left lever, scratches found on the universal cord, scratches found on the video connector, scratches found on the light guide connector, scratches on the light guide cover glass surface, scratches found on the video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope, leaking of air/water from the curve rubber due to hole in the bending section rubber. Upon inspection and testing of the customer returned device, the scope exhibited no image during right/left direction angle operation due to damage to the imaging unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the ccd cable is broken or the ccd is damaged. Olympus will continue to monitor field performance for this device.